Manufacturer narrative:
Analysis found the unit received with currents in specification. The unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. There was no motor error alarm and no delivery alarms noted. The motor passed motor test.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms and a motor error alarm. The customer's blood glucose was 440 mg/dl at the time of incident. The insulin pump will be returned for analysis.